Manufacturer narrative:
Findings: unit received with frozen display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 167 mg/dl. The customer reported that the device was exposed to pool water. Customer reported that he jump in the pool with pump on. Customer reported there is fluid under the lcd display. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated there are cracks on upper right and left on body or pump above screen. Customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.